Event description:
It was reported that the patient has experienced an increase in seizure duration since generator replacement for end of service. It was reported that the physician changed the device settings which resolved the issue. Device diagnostics were within normal limits. No additional relevant information has been received to date.